Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was said to have patella femoral pain. Patella was implanted and poly was changed out.